Event description:
This report was received from (B)(4) and is a spontaneous report from a nurse in the USA of peritonitis in a patient coincident with dianeal pd2 ambuflex therapy for peritoneal dialysis (pd). Therapy with dianeal pd2 ambuflex was withdrawn. During a call with the baxter customer service, the following information was provided. On an unknown date, the patient developed peritonitis and was hospitalized for the event on (B)(6) 2012. Per the nurse, the patient had been depressed and not himself since starting dialysis. The rn reported that the patient may have infected himself while doing an exchange due to his depressed state but had no medical proof of this. Treatment information was not reported. The patient was recovering from the event of peritonitis. Per the nurse, the event of peritonitis was unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). On (B)(6) 2012, follow up information was received by gpv from the pd rn. The nurse confirmed the diagnosis of peritonitis but could not comment on the cause of the peritonitis as they had no medical records. On an unknown date during hospitalization the patient discontinued pd therapy and began hemodialysis. Per the nurse, the patient appeared to be depressed and stated that the patient did not want to participate in either peritoneal dialysis or hemodialysis. The patient was scheduled to be retrained upon his return to the pd clinic in (B)(6) 2012. At the time of this report the patient was recovering from the peritonitis but had not recovered from the depression. Per the nurse, the events were unrelated to the homechoice device, disposables or dianeal therapy.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers gd891770 and gd891713 and no exceptions were observed that were related to the reported condition. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This is report 3 of 3 involved in this peritonitis event.